Manufacturer narrative:
(B)(4). Batch # m9225f. The analysis results found that the el5ml device was returned in good visual condition. In addition, a bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed nine conforming clips and two clips with gap. No conclusion could be reached as to what may have caused the gap incidents. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips failed to close properly. Case completed with another device. There were no patient consequences reported.